Manufacturer narrative:
Functional testing was performed and were unable to duplicate the force sensor test error at power up. However, all the readings for the force sensor were within the required specification, the readings fluctuated and were not stable. The force sensor and plunger cable were replaced as a preventive action. Unable to determine the root cause of the intermittent error. The service history review identified no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the pump alarmed system failure force sensor. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available."